Manufacturer narrative:
Date sent to FDA: 6/19/98. Summary of investigation: the returned sample revealed fragments in a jar together with the affected glove. The glass was clear thin gauge glass which could not be identified as anything related to glove manufacturing. A review of the surgical glove packaging report did not indicate any nonconformances associated with broken glass. This concern was breifed to the operators and emphasis placed on being more aware of foriegn material during cuffing of this single glove.

Event description:
Account contact reports: while donning the gloves, physician noticed what appeared to be smoky colored glass fragments in the tip of the glove. There was no harm to the physician or the pt.